Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the comb and rollers were damaged and the cutters did not pass testing. The comb and roller were replaced and resolved the reported issue. The cutters were returned unrepaired. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio ( caution: sharp ), catalog #: 00-7703-015-00, serial #: (B)(4); z.s.g.m. Cutter 2:1 ratio ( caution: sharp ), catalog #: 00-7703-020-00, serial #: (B)(4); z.s.g.m. Cutter 3:1 ratio ( caution: sharp ), catalog #: 00-7703-030-00, serial #: (B)(4); z.s.g.m. Cutter 4:1 ratio ( caution: sharp ), catalog #: 00-7703-040-00, serial #: (B)(4).

Event description:
It was reported that during testing the device does not mesh and tears the grafts. No adverse events were reported as a result of this malfunction.